Event description:
The manufacturer received information alleging a ventilator powered off during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the downloaded event log shows the device rebooted. The device's display board was replaced to address the issue.